Event description:
During a percutaneous nephroscopy the ultrasound transducer malfunctioned (over-heated) and produced a loud noise. This noise appeared to be coming from either the ultrasound transducer or the control unit. The physician changed to another transducer and the procedure was completed with no consquences to patient. There was no injury or consequences to the patient.